Manufacturer narrative:
FDA mw reference #: mw5056039.

Event description:
It was reported that during the implantation of a miniarc precise the mesh was not secured to the anchor. This was noticed when the physician tried to implant the device. The mesh became dislodged from the anchor while the anchor stayed attached to the patient. It was noted that the anchor was "lost in the obturator muscle". A second device was used to obtain the desired results. No patient complications were reported in relation to this event.